Event description:
The customer reported via phone call that she was hospitalized for an issue that was not diabetes related. However, while hospitalized, the customer was found in the bed unresponsive with a blood glucose of 29 mg/dl. The customer stated that she was off insulin pump therapy after the incident for the remainder of the hospitalization. At the time of the call, the customer was still off insulin pump therapy. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.